Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, the pt has celluar material growing on the anterior surface of the iol. The association between this event and the iol is not known. Additional info has been requested.